Event description:
Event description boston scientific received information that during the implant procedure for this cardiac resynchronization therapy defibrillator (crt-d), a dissection occurred. The dissection was caused by a catheter. No adverse patient effects were reported.